Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as conclusion code was added. Boston scientific received information that the battery of this implantable cardioverter defibrillator (ICD) device was draining faster than expected. Boston scientific technical services (ts) explained that this might be caused by device being programmed at higher outputs and advised for the clinic to call if thought device exhibited premature battery depletion (pbd). The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the battery of this implantable cardioverter defibrillator (ICD) device was draining faster than expected. Boston scientific technical services (ts) explained that this might be caused by device being programmed at higher outputs and advised for the clinic to call if thought device exhibited premature battery depletion (pbd). The ICD remains in service. No adverse patient effects were reported.